Manufacturer narrative:
H10: investigation of the customer's complaint of the vcare breakage is inconclusive. The device in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. (B)(4) the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that this device should be used only by surgeons trained in proper techniques for uterine surgery, diagnostic procedures, gynecological pelvic anatomy, and placement of intrauterine retracting instruments. Read and become familiar with all instructions, warnings and precautions in this package insert before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare large (37mm) cup #(B)(4), lot 202007271 experienced by (B)(6) on (B)(6) 2021. Information received was that they had a vcare "broken during surgery, no injury". To date, additional information has been requested, but no information has been received. Although there is limited information, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as it noted the vcare was broken during surgery but there is no indication of harm.